Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. The reported problem (battery malfunctioning) was confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to contamination of the battery cells and pca board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery pack. The patient rec'd a replacement battery pack.

Event description:
A zoll territory manager called zoll customer support to report that an (B)(6) female patient's battery pack was not functioning properly. The patient was issued a replacement battery pack.